Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the channels of the subject device except for auxiliary channel tested positive for following cfu of micrococcaseae. Biopsy channel : 2cfu/40ml; suction channel : >150cfu/40ml; air/water channel : 1cfu/40ml; according to the repair history, all channels of the subject device were replaced by olympus (B)(4) in last march 2017 and no technical reason could be explained for the cause of the remaining of the bacteria. Therefore, olympus (B)(4) is planning additional microbiological testing again. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for staphylococcus non aereus (73cfu/endoscope). The subject device had been reprocessed using peracetic acid before the culturing test. There was no report of infection associated with this report.